Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10386. The pt reported experiencing redness at the ipg site while charging since approximately 3 months after implant. The pt stated the redness lasts between 1-1.5 hours after he completes a charging session. The pt first reported he did not feel a burning sensation due to neuropathy and medication; however, he later reported he does feel a burning sensation while charging. The pt usually charges once every two weeks for a couple of hours. The pt was advised to try charging more frequently and in smaller increments. The stated he would do so. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.